Manufacturer narrative:
Additional information in h3, h4, h6. H4: the lot was manufactured between october 14, 2020 - october 21, 2020. H10: the actual device was not available. However, a companion sample was received for evaluation. Visual inspection was performed, and there was no damage noted. Functional testing including under water pressure testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 7 minicaps leaked from an unspecified location. This was noticed before use of peritoneal dialysis therapy. There was no visible damage observed on the minicaps. There was no patient injury or medical intervention associated with this event. No additional information is available.